Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed that the device logged an event code . After event code was cleared, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its daily user test. Upon testing, it was observed that the device displayed an 'abnormal energy' message. An 'abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its daily user test. Upon testing, it was observed that the device displayed an 'abnormal energy' message. An 'abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1, initial reporter postal code of the initial medwatch report indicates blank section e1, initial reporter postal code of the initial medwatch report should indicate (B)(6) section h6, results code of the initial medwatch report indicates operation problem identified section h6, results code of the initial medwatch report should indicate no device problem found. Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates: the device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed that the device logged an event code .after event code was cleared, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate the device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. During inspection it was observed that the device logged an event code. After event code was cleared, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.